Event description:
It was reported while in use on a neonatal patient, an 840 ventilator displayed several error codes. The patient was removed from the ventilator. Although requested, it is unknown if there was any major impact to the patient. Medtronic technical support clinician troubleshot this issue with the customer over the phone. The customer was advised to perform a ground isolation check or to replace the breath delivery (bd) to graphical user interface (gui) cable assembly. The customer was asked to call back if further assistance is required.